Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the investigation results, inside lg-lens has foreign material, could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. Could not identify the dirt/foreign material. Could not specify the root cause of the dirt/foreign material remained in the device. We could confirm dirt (foreign material) inside lg-lens from the photo provided by sbc. However, we could not identify the dirt (foreign material). Since the foreign material adhered to the location other than outer surface of the device, the user could not remove the foreign material by reprocessing. Presumably, mbc presumed that physical stress such as hitting/dropping distal end or chemical stress such as chemical solution used made lg-lens glue peeled off, then moisture invaded there and corroded. However, since the subject device was not returned to mbc, we could not confirm the event/specify the cause of the event by actual item. However, the cause of breakage was unable to be specified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿detection method is described in tjf-q190v operation manual 3.3 inspection of the endoscope.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.